Event description:
It was reported by the rep that the (1) lcsc5 was used during a laparoscopic nissen fundoplication procedure. It was reported that the tissue pad fell into the abdominal cavity of the patient after inserting the lcsc5 through a 10/11mm trocar. The pad was found and immediately removed. A second instrument was opened and used to complete the case. There was no patient consequence.